Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity. It was reported that in 2010 there was erosion, the patient's pump ruptured the skin. The pump was "coming through the skin". The pump was replaced in 2011. No further complications were expected or anticipated.